Manufacturer narrative:
The pump has been returned to animas for evaluation. The following was evaluated with the subject pump: the "backlight & down" buttons are responding intermittently. Product analysis removed the keypad and found adhesive & corrosion under the contacts. The screen was also dim reddish. Product analysis installed test-screen and found no problem with pcb. The pump was also cracked at battery compartment's threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient claimed that down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.